Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump exhibited an intermittent wireless module issue. Another pump was used with the module with no issue. There was no patient involvement, no patient injury was reported.

Manufacturer narrative:
One device was returned for repair with complaint that pump exhibited an intermittent wireless module issue. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Event log indicated multiple communication module intermittent connection alarms. Complaint was confirmed through network setup utility test. Updated software to 4.3. No alarm when connected to module after update. Device passed all testing criteria. The communication module connection was confirmed to connect to the device through network setup utility.